Event description:
It was reported that the patient with this neurostimulator continued to experience urinary incontinence with no relief from therapy. Imaging confirmed that the tined lead had migrated deeper and away from the intended nerve location. The patient reported that their symptoms had returned while the device remained on. The patient underwent a lead revision. The patient reported doing well post-procedure. No further complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider.. A DHR review was performed for batch al1s842419. Review of the dhrs found no non-conformances. All established specifications and criteria for release were met. Review of the instructions for use (IFU) confirmed lack of efficacy, device migration, and reoperation or revision is an inherent adverse event that is possible with implantation and use as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of urinary incontinence and leads migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator continued to experience urinary incontinence with no relief from therapy. Imaging confirmed that the tined lead had migrated deeper and away from the intended nerve location. The patient reported that their symptoms had returned while the device remained on. The patient underwent a lead revision. The patient reported doing well post-procedure. No further complications were reported.